Manufacturer narrative:
Maquet sas became aware of an incident with surgical light powerled device. It was stated that the screw from handle fell down during maintenance. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the complaint situation. At the time when the issue occurred the device was not being used for patient treatment. There was no harm reported. During the investigation it was found that this is a single, isolated event to date. The manufacturer was trying establish the exact root cause of the event, however no parts were returned for analysis and the customer has indicated to have repaired the device by himself. We can only suspect that issue probably occurred due to error in the installation, as the device was installed at the customer site a month before the malfunction was recognized. Detailed instruction of the device installation describes how to correctly install the device. The instruction how to properly assemble the locking interface is available for technicians (quick lock adapter kit for light-heads, cameras and lmd modules installation procedure 06598en ed.01, page 9). The installation of handle support should be performed by trained and accredited technician of maquet sas, as recommended in user manual (powerled user manual 01581en ed.06, page 7) the installation of the device was performed by maquet sas service technician. Furthermore, every user is informed in powerled user manual 01581en ed.06, page 38 that surgical light must be checked every day for any impacts or other damage. What is more, the sterilizable handle need to be checked if it clicks and locks in place correctly. If it is not meeting these requirements, it should be replaced. We reported this issue in abundance of caution. The investigation showed that the risk is mitigated because the incident was found during maintenance of device therefore the customer has avoided any unexpected failure during a procedure.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The issue will be investigated by the manufacturing site.

Event description:
On (B)(6) 2017 maquet (B)(4) became aware of an incident with one of devices - powerled. As it was stated, after the adaptation of new suspension to an existing flange pipe, the screws from handle fell down. The issue was discovered during maintenance. No injury reported however we decided to report this issue in abundance of caution. MFR reference number: (B)(4).